Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) died. The patient's family called guidant's technical services department to inquire about the device after they were told by the coroner that the device was 'faulty'. The pacemaker clinic nurse reported that the patient was in and out of the hospital with ventricular tachycardia (vt) storms in may. During that time, device interrogation revealed that the device was sensing and treating the rhythms appropriately. The device was not interrogated following the patient's death.

Manufacturer narrative:
Not returned. Event conclusion - the device was discarded by the mortician. No additional information is available. If more information becomes available, the event will be reopened.